Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the quadfuse set separated at the port. It was noted that the event resulted to a risk for central-like associated bloodstream infection (clabsi). The event occurred in 10 west pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.